Manufacturer narrative:
User facility follow-up is not initiated on reported infection as it is related to a patient condition and not device performance. Evaluation summary: (B) (4) no anomalies were found, but there was blood found in the distal conductor and a stylet was stuck in the lead distal coil; full lead was returned.

Event description:
It was reported that the lead had been explanted due an infection and was being returned for disposal. The infection was identified to be (B) (4). The patient was treated for two weeks with rocephin and has been recovering well.